Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the external device displayed "battery low" message during an attempt to set the ipg into MRI mode. Later, the ipg stopped communicating with external devices and the patient lost stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Event description:
Additional information received indicated that patient has not lost stimulation, and ipg is still communicating and providing therapy.